Event description:
Healthcare professional reported that a patient was injected in the hands with juvéderm® volift¿ with lidocaine. Approximately 2 months later, patient experienced an "increased of an uterine fibroid size," deemed not device related. The following month, patient was admitted into the hospital for pelvic surgery (hysterotomy and ovariectomy). Anatomopathological resulted confirmed benign fibroid. Patent was also treated with ¿ketoprofene 100mg 3x per day¿, ¿dafalgan 1g 3x per day¿ both for the indication ¿pain¿ and ¿inhixa 0.4ml/4000ui 1x per day¿ for the indication ¿thromboemboliaprophylaxis." Patient was discharged four days later. Event has resolved.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe has been discarded. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of fibroid, deemed not device related is considered an unexpected adverse drug experience.

Event description:
Healthcare professional reported that a patient was injected in the hands with juvéderm® volift¿ with lidocaine. Approximately 2 months later, patient experienced an "increased of an uterine fibroid size," deemed not device related. The following month, patient was admitted into the hospital for pelvic surgery (hysterotomy and ovariectomy). Anatomopathological resulted confirmed benign fibroid. Patent was also treated with ¿ketoprofene 100mg 3x per day¿, ¿dafalgan 1g 3x per day¿ both for the indication ¿pain¿ and ¿inhixa 0.4ml/4000ui 1x per day¿ for the indication ¿thromboemboliaprophylaxis." Patient was discharged four days later. Event has resolved.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.6.